Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose levels (values not provided). Tandem technical support made multiple follow up attempts to obtain additional information, however, no response was received.